Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient had increased baseline pain and was admitted to the hospital. It was noted that the patient was unable to adjust stimulation. It was noted that the device was powered off. Amplitude was decreased from 2.0 to 0.80. The implantable neurostimulator (ins) was turned back on. The patient increased amplitude from 0.80 to 1.90 where they felt stimulation at the time of this report.

Manufacturer narrative:
Product ID 37746, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).